Event description:
(B)(4) - "when it was time for trocar removal, dr (B)(6) could not deflate the balloon. After several attempts, he broke the tip of the syringe off in the inflation valve. To deflate the balloon, dr (B)(6) used a trocar closure device to puncture the balloon."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection engineering confirmed the tip of the syringe was broken off and lodged in the balloon inflation port, and noted that the balloon was punctured and the obturator cap was dislodged from the shaft. During the manufacturing process, all kii advance fixation trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Prior to removal the customer should verify that the syringe is properly engaged with the balloon inflation port. The applied medical instructions for use (IFU), guides the user to attach the syringe to the balloon inflation port and pull out on the syringe to deflate the balloon. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.